Event description:
It was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter leaked following percutaneous hepatic drainage and insertion in a patient of unknown age and gender. During the procedure, bile was found to be leaking from the middle portion of the drainage catheter hub. The procedure was successfully completed by using a new like device. The photo provided by the customer confirms leakage. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - product code: additional product codes: gbo, lje. G4 - PMA/510(k) #: k173035. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that an ultrathane mac-loc locking loop multipurpose drainage catheter leaked following percutaneous hepatic drainage and insertion in a patient of unknown age and gender. During the procedure, the bile was found to be leaking from the middle portion of the drainage catheter hub. The procedure was successfully completed by using a new like device. The photo provided by the customer confirms leakage. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures, manufacturing instructions (mi), and instructions for use (IFU) for the device as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. One used catheter was returned to cook for evaluation. Upon visual inspection, it was noted the flare was folded over the opening within lumen of the mac-loc adaptor. A functional test of the device confirmed leakage from the cap/mac-loc adaptor connection site. The distance between the cap and the hub was measured and determined to be within specification. Cook has concluded the flare was found to be out of specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot and related subassembly lots revealed no recorded non-conformance related to the failure. A complaint history search did not identify any other events associated with the reported device lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU [IFU__multi2_rev1] packaged with the device contains the following in relation to the reported failure mode: precautions "patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter." How supplied "upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of our investigation, it was concluded that the cause of the event is manufacturing related. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.